Event description:
Customer called to report that there was fluid on the sample caps of the unicel dxc 800 synchron system. Customer could not determine the leak source. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found moisture remaining on the caps following the blade wash. The fse removed and replaced the wick and quad ring in the blade wash station seal shuttle assembly to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).